Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarms were noted. Device received with cracked case on the back at the battery tube area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and ketones on (B)(6) 2018 with blood glucose of 477 mg/dl at the time of the incident. The customer was at 360 mg/dl on the morning of the call. The customer used the pump and insulin pens to treat. The customer experienced symptoms such as feeling tired. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer stated that the pump may not have been delivering insulin. The customer also reported pump physical damage. The insulin pump will not be returned for analysis. Pending ice check for res, sensor and I/s svns.